Event description:
It was reported that the site had a case in which the navigation views were freezing taking up to 5 seconds to refresh. In addition, the physician felt the system was giving him the wrong navigation instructions because he could tell he was clearly past the target. When confirming with fluoro and ebus, it was clear he was directly at the target and the software was displaying something different. The physician chose not to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A site visit was performed on (B)(4), 2010. No issues with the system were found. Two cases were performed during this visit and both were successful with no issues found. In addition, the procedure recordings from this case were reviewed and it was determined that the system performed as designed. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.